Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. On the basis of the evaluation of the returned device, the reported event could not be confirmed. The stent was found to be shifted into distal direction a few mm's but was completely loaded in the system with the safety clip being properly attached. No device deficiency which may have led to the reported event was identified during evaluation. Therefore, the reported event could not be reproduced. Potential contributing factors which may have caused or contributed to the reported event have been considered. Previous investigations of similar complaints have been reviewed. The movement of the stent inside the sheath may be associated with improper transportation or storage of the device. The event also may be related to insufficient flushing of the system or a difficult vessel anatomy which can cause increased friction during advancement. The reported application in the iliac vein represents an off-label use of the device and may be another contributing factor to the reported event. Also rough handling of the device is a potential contributing factor as this can lead to device damage. On the basis of the results of the sample evaluation, no manufacturing-related issue was identified. The correct stent position inside the system is being checked during a 100 % quality control step. On the basis of the information available and the evaluation of the sample, a definite root cause for the reported event could not be determined. The IFU states: "visually inspect the bard lifestar biliary stent system to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment." And "if the safety clip has been removed or becomes inadvertently detached from the grip, do not use the device." Furthermore, the IFU indicates that the system must be flushed through both luer lock adapters. Also the IFU states that the bard lifestar biliary stent system is indicated for the treatment of biliary strictures resulting from malignant neoplasms.

Event description:
It was reported that after accessing the left iliac vein with a 6 f introducer sheath, after flushing of the system the user went to deploy the biliary stent and it allegedly released from the catheter. The patient was not harmed and the stent was not implanted. There was no reported patient injury.

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any further patient or procedural details to bard.

Event description:
It was reported that after accessing the left iliac vein with a 6 f introducer sheath, after flushing of the system the user went to deploy the biliary stent and it alledgedly released from the catheter. The patient was not harmed and the stent was not implanted. There was no reported patient injury.